Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returning.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 46 mg/dl; cause was unknown. Contact assisted customer by providing customer with juice and glucose tablets to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause.